Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. The functional testing could not be completed due to the unresponsive buttons. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube and tube lip and window.

Event description:
The customer reported via phone call she experienced high blood glucose. The customer stated that her blood glucose the day before was at 300 mg/dl and the day of the call it went to over 400 mg/dl. She noticed that the buttons on the insulin pump were not responding, she changed the battery and received a button error and an unexpected restart alarm which could not be cleared. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.